Manufacturer narrative:
Submit date: 12/20/2016. An investigation is currently under way. Upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a sharps safety needle. The customer reports: twenty needles were found to have a split on the needle hub. No patient involvement.